Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant result with meter compared to lab: date: (B)(6) 2011, inratio: 1.0, lab: 1.9. Results done within 2 hours of each other. Patient's target therapeutic range is 2.5-3.5. Patient self tester has had meter for 3 years and recently changed batteries.